Event description:
It was reported that during a laparoscopic cystectomy procedure, the surgeon set the trocar but the blade didn´t returned. The surgeon opened a new device and finished the surgery. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to verify that the blade will cut and disarmed after use. Upon evaluation of the device, it was functionally tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.